Event description:
It was reported that: "hydroset was implanted into pt finger. The hydroset lot code shows that the hydroset was expired by 9 days. Sale rep was under the impression that the hydroset did not expire until (B)(6) 2011."

Manufacturer narrative:
The device was not returned for eval. The root cause of the failure is attributed to a misuse of the user. The decoded hydroset code and the expiry date ((B)(4) 2010) shows that the hydroset was expired by 9 days.